Event description:
It was reported to philips that no geometry movements occurred due to a tube bodyguard sensor cover issue on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service ordered a tube bodyguard sensor cover and scheduled follow-up repair. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).